Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon imaging prior to a generator change-out due to normal eri, externalized conductors were observed. The patient was asymptomatic. No electrical anomalies were detected. The lead remains implanted.

Event description:
New information received notes that the lead was explanted and replaced. The patient was stable.